Event description:
Pt was admitted in 2004 with altered mental status and confusion. Four days later, pt was found on floor beside bed, with laceration above left eyebrow, which was sutured. Bed alarm did not sound. Device was inspected by the hospital's clinical engineering dept and alarmed properly during inspection; however, the rubber bands and clips were not attached to sensormat. Additionally, the sensormat was noted to have a crease.